Manufacturer narrative:
Device manufacture date: battery pack (B)(4). Battery pack (B)(4): 02/2009, battery pack (B)(4): 04/2008, battery pack (B)(4): 12/2008. Device eval summary: device evaluations of battery packs (B)(4), (B)(4), (B)(4) and (B)(4) have been completed. The reported problem (battery faults) has been confirmed. Upon eval, battery packs (B)(4) and (B)(4) were found to have output voltages of 2.36v and 6.32v respectively. The root cause of the faulty cells appears to be random component failure. Battery packs (B)(4) and (B)(4) were found to have defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking battery cells cannot be positively identified. No adverse event resulted from the defective battery packs.

Event description:
The (B)(6) had returned battery packs (B)(4), (B)(4), (B)(4) and (B)(4) to zoll lifecor stating a flashing led appears when the batteries are placed on the charger.